Event description:
Information received that the hilo head section drifts down. No injury reported.

Manufacturer narrative:
Bed located in storage. Technician found the CPR valve was bad, causing the hi/lo head section to drift slowly down. Replaced the CPR valve to resolve this issue.